Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 200-300 mg/dl. The customer typically changed the site and uses the pump for therapy or administered a manual injection to address bg level. Reportedly, the customer stated that the insulin was going bad due to the warm climate. The customer stated they would practice better site rotation, discuss insulin prescription with their doctor, and keep the pump/insulin out of the sun and heat.